Manufacturer narrative:
The tech troubleshot the problem and found that the brakes were not holding because they needed to be adjusted. The pedal successfully set but the brakes did not hold. He adjusted the brake to correct the problem.

Event description:
The tech was made aware by the account that the brakes are not holding on the bed when the brake pedal is set. The bed is in use with a pt in the bed.